Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. Multiple attempts were made to charge pump, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose value was 117 mg/dl. A replacement pump was sent to the customer to resolve issue.